Manufacturer narrative:
No knife sample has been returned for evaluation for the report of being blunt or bad therefore, the condition of the product could not be verified. A review of the device history records related to the reported possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are ten additional complaints associated with the possible lots for the reported issue. A sample was not returned and the device history record review of the provided, possible lot numbers indicates that the product was processed and released according to acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
No sample or confirmed lot number has been received by manufacturing for evaluation. Two possible lot numbers have been received that have not yet been reviewed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is confirmed to be unavailable for this report. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a knife was blunt during cataract surgery. An alternate knife was obtained in order to successfully complete the procedure. There was no impact to the patient. Additional information is confirmed to be unavailable.